Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 2lpef09b for evaluation. Only three strips were returned. Therefore, the in-house contour next test strips from lot # 2lpef09b were also used for testing. The in-house testing was performed with the returned meter and returned test strips, as well as in-house test strips using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # (d4) was not provided.

Event description:
A customer from slovenia reported to the ascensia's distributor regarding a possible hypoglycemic event when the customer was using the contour next link 2.4 meter. The customer stated that prior to a visit to their doctor, they tested their blood glucose and received a result of 19 mmol/l. Based on that reading, the customer titrated their insulin dose using their insulin pump bolus calculator. Ten minutes later whilst at the doctors clinic, the customer collapsed. The symptoms were described as eye rolling and sweating. The customer was given glucose after which they regained consciousness. A blood glucose test was performed at 12:40 p.m. And the result was reported to be 8.3 mmol/l. A repeat test was performed at 12:55 p.m. And the result was reported to be 16 mmol/l and at 2:15 p.m. The result was reported to be 14.2 mmol/l. The customer's blood glucose results from their glucose sensor which were stored in the memory of the insulin pump were 19.3 mmol/l at midday approximately, 16.3 mmol/l at approximately 2:00 p.m., 14.4 mmol/l at approximately 3:00 p.m. And 12.4 mmol/l at approximately 4:00 p.m. . The report from the customer's doctor stated that the collapse could be due to either hypoglycemia or vasovagal syncope. During the time of the event, the blood glucose sensor report did not show any result below 10 mmol/l. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name), d4 (catalog # and UDI #) and g4 (510k#) have been updated. Contour® next test strips with sku # 7349, 510(k) # p160017 and UDI # (B)(4) was distributed outside the us. Therefore, no gudid information exists.